Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw was unknown. Based on the information received, the root cause could not be determined. Related report number: 3025141-2025-00102.

Event description:
While using the driver, the tip broke off in the screw head. The surgeon removed the broken piece and continued with a different driver. There was a 10 minute delay in surgery with no adverse effects to the patient. Report 2 of 2 for this event.